Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and electrical control unit of the small battery drive device were damaged and would not run. It was determined that the moving parts of the trigger did not move smoothly. It was observed that the device had a cosmetic damage, and the coupling was worn. It was further observed that the device had a fluid damage due to improper reprocessing. It was further determined that the device failed pretest for check the cannulation, check the attachment coupling, check power with test bench (minimum: 67.5 to maximum: 110 w (watt), check for sticky speed trigger and check triggers. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.